Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, an 8mm amplatzer vascular plug IV was selected for implant. During procedure, malformation of the nitinol wire was observed. The device deformed with a bulbous shape. There were no interactions with cardiac structures during deployment and no angulation/kink was observed with the delivery system. The plug was never released from the delivery cable while inside the patient and removed. No device was ultimately implanted. The patient status was reported as unknown.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. As the event is not reportable, a letter is not requested and there is no indication of a product issue, no device history record or lot-specific similar complaint review is required. Based on available information and without the device to analyze, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.